Event description:
It was further reported that the lesion was severely calcified. The balloon ruptured during the first inflation and was removed intact from the patient.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous left antebrachium. The 4.0mm x 40mm sterling balloon catheter was advanced into the patient. Upon inflation, the balloon ruptured at unknown pressure. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).